Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("one of the essure devices is broken at the medial aspect") in a female patient who had essure inserted for female sterilization. The patient's concurrent conditions included morbid obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. Diagnostic results: hysterosalpingogram - on 14-jul-2017: bilateral occlusion, coils in proper position, one of the devices is broken at the medial aspect. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.